Event description:
It was reported during a procedure surgeon was inserting three matrix neuro screws and the screw heads broke off the shaft. It was noted the bone was pre-drilled with a c1 bit. Surgeon did complete the procedure by inserting the remaining screws by hand. Surgeon did not remove the shafts of the three screws and the shafts remain in the pt's bone. This is one of three reports for this complaint.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.